Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 342 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised that there may be something inside the body that prevents insulin from entering the body. The customer was advised to revert to the back-up plan and change the infusion set. No further information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).